Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2019. It was reported that the stimulation has never affected the low back which was the area that the patient was implanted for. The patient has pain in the lower back. The patient had never experienced therapeutic effect. The patient has met with 4-5 manufacturer representatives. At the last session, after 40 minutes, the manufacturer representative pulled up the imaging on the tablet and said that there might be blood blockage/may be clogged by blood for the stimulation in the low back. The patient was worried that she could get a blood clot and die. The patient was told that she may need another x-ray. The patient was advised to increase 1 point every day, but the patient is at a point where if she increases, she has chest and stomach pains and she can¿t feel stimulation. Once she turned it down, the pains went away. The patient indicated that the levels that they want it at are too harsh. The patient has no other groups or programs to try. Additionally, the patient reported that on the night of (B)(6) 2019, the device ¿errored¿ and shut down and the patient controller screen displayed call medtronic. The patient thought that it was possible a software issue, but the screen went blank right away. The patient has not been able to use the patient controller and her stimulation turned off putting her in excruciating pain on (B)(6) 2019. The patient¿s back is killing her, and she has had to take oxycodone and tylenol 3 all together but can only take it at night or she would not be able to work. The patient has also been using her cane because she felt like she was about to go down. She hurts and aches so bad. The patient was able to connect the patient controller to the implant at the time of the report. When the patient started using the patient controller, the screen came on, looking for device, and then it showed her the therapy screen with stimulation off. The implantable neurostimulator battery was good and the patient controller battery had a little juice. The patient indicated that she always keeps the patient controller charged. The patient successfully turned stimulation on but did not feel pain relief. The patient¿s only programming options are group a, program 1, intensity only. The patient was redirected to follow-up with her health care provider to discuss the symptoms and programming. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they saw the patient and reprogrammed them. They added that the patient is doing very well. No further complications were reported or anticipated.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient had been told that she would need to move if she wanted her programming to work. The patient noted that she has had 5-6 manufacturer representatives who are not helping her. The manufacturer representatives have always put the settings on what they want and not what she wants. The patient just wants someone to help her so that her therapy will help with the pain that she is having. The patient indicated that a manufacturer representative had told her that there could still be blood present on the device, and the patient felt that this should have been addressed by the manufacturer representative. Additional information was received on 2019-jul-23 from a consumer regarding the patient. It was reported that the manufacturer representatives are not trained properly for the device. Additionally, it was reported that the patient controller had a blank screen and that the patient controller was not working. Her device would not cut on, and it is dead. The patient charges her patient controller every day. The patient¿s device has not worked since it was installed, and the patient was concerned about the bleeding in her spine. The patient indicated that she would be asking to have the device removed. Additional information was received from a manufacturer representative regarding the patient on 2019-jul-25. It was reported that the manufacturer representative just met with the patient and she is doing great. The patient needed to be reprogrammed, and to have her adaptivestim adjusted. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) implanted product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (B)(6) im planted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep stated that the cause of the pain was not determined. A reprogramming was attempted to be scheduled but the issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that. The device hasn't helped her since it was put in and she is in excruciating pain. She says she has tried to call her manufacturer representative (rep) but they wont return her calls. She says the device has caused her to have a lot of pain and has caused her to have falls. She says she is either trying to find a rep to help "program this thing right since the other reps didn't know what they are doing" or they will try to find a healthcare provider (hcp) who will take the device out of her body. The patient claims that the the "reps don't know what they are doing". She keeps asking for a supervisor and and says she wants someone higher up than her rep. She wants a "supervisor" which would be the district manager. She was redirected to the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.